Event description:
It was reported that the catheter split. The plastic catheter split in half while inserting the needle. This has happened a few times over the last week. No injury.

Manufacturer narrative:
G.4. K201075; k251654. B.3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.